Event description:
It was reported that the guidewire fracture and retention in the body. In a pnl case performed in 2017, despite the package insert for the end access guidewire stating that the concurrent use with metal needles was contraindicated and the procedure was carried out using both the end access sheaths and a metal needle. Subsequently, the patient developed kidney stones and underwent surgery for kidney stones in (B)(6) 2025. During that surgery, fragments of the end access used in the 2017 pnl were discovered, revealing that parts of the device had remained in the body. The catalog number of the end access (guide wire) in question was unknown, and it had not been determined whether it was included with the inlay optimus tent or whether it was a standalone item manufactured by piolax.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Initial reporter name: (B)(6) hospital. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the guidewire fracture and retention in the body. In a pnl case performed in 2017, despite the package insert for the end access guidewire stating that the concurrent use with metal needles was contraindicated and the procedure was carried out using both the end access sheaths and a metal needle. Subsequently, the patient developed kidney stones and underwent surgery for kidney stones in (B)(6) 2025. During that surgery, fragments of the end access used in the 2017 pnl were discovered, revealing that parts of the device had remained in the body. The catalog number of the end access (guide wire) in question was unknown, and it had not been determined whether it was included with the inlay optimus tent or whether it was a stand alone item manufactured by piolax.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital, (B)(6) corporation. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.